Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Blood leak occurred at the start of the pt's treatment and was verified visually in dialysate. Blood was not returned to the pt, with an estimated blood loss of 150cc. Treatment was resumed with new disposables and completed without further incident no pt injury or medical intevention reported per hcp.